Event description:
The customer reported that after pressing the charge button, the unit does not respond.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.